Manufacturer narrative:
The device was manufactured march 08, 2016 - march 09, 2016. The device was received for evaluation with fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device had been filled with fluorouracil and 5% glucose solution to a total fill volume of 252ml. The reporter stated that after the expected therapy time of 7 days, an unspecified volume of solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.